Manufacturer narrative:
No malfunction of the multitom rax could be identified. There are several possibilities to measure the size of an anatomic structure: performing measurements with a ruler, using table object distance (tod) functionality, true size application. In addition, it is recommended to have at least two x-ray images taken for precise measurement. Then available methods for working with projection images should be applied by physician to avoid the described incident. The initial issue was first related to the pacs, however, november 18th., the manufacturer became aware that the customer considers the issue to be related to the use of the multitom rax system, therefore, re-evaluation of reportability was performed. Internal ID # (B)(4).

Event description:
Siemens became aware of an incident that occurred on the multitom rax unit. The user reported that a surgical intervention could not be completed and an implant could not placed due to incorrect measurements of a tibia implant shown on x-ray images. An image was not scaled with "real size" when viewing in pacs making tibia implant dimension too long to be inserted in a patient. The surgery had to be stopped, and the patient had to be awakened. The user had to order another implant and the surgery had to be repeated. However, no malfunction of the multitiom rax device was identified. Siemens is not aware of any injuries attributed to this event. The reported incident occurred in (B)(6).